Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the event took place on 18 december during the preparation of a pocket of daratumumab, a monoclonal antibody. During the collection of daratumumab from the syringe, the plunger leaked and the liquid ended up on the other side of the plunger, thus exposing the pouch preparer to the datumumab (leaky plunger seal). The events took place in the chemotherapy preparation unit (cpu), so there were no consequences for the patient.

Manufacturer narrative:
H6: investigation summary: one used sample was received for evaluation by our quality engineer. Through visual inspection of the sample, a leakage past the stopper ribs was observed. The product was disassembled for further inspection, there was no damage or molding defects noted in the plunger rod or other components that could have caused the leak and the stopper was verified to be properly assembled onto the plunger rod. A device history review was performed for the reported lot 2003228, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Ten retained samples of lot 2003228 were used to conduct a leakage test. The product was visually inspected, no defects or damage was noted, and no leak was observed. Product undergoes visual and functional inspections throughout manufacturing, including tightness testing to verify the stopper seal. Results were reviewed for the reported lot and no issues were identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h10.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 50ml ll leaked. The following information was provided by the initial reporter: the event took place on 18 december during the preparation of a pocket of daratumumab, a monoclonal antibody. During the collection of daratumumab from the syringe, the plunger leaked and the liquid ended up on the other side of the plunger, thus exposing the pouch preparer to the datumumab (leaky plunger seal). The events took place in the chemotherapy preparation unit (cpu), so there were no consequences for the patient.